Manufacturer narrative:
¿Date of event¿ is estimated. Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference numbers: 1627487-2020-33323; 1627487-2020-33324. It was reported that patient experienced uncomfortable therapy and nerve spasms as well as pain caused by ipg migration. Reprogramming did not resolve the issue. As a result, surgery occurred to explant the system. The date of explant is unknown.